Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17659901) presented no issues during the manufacturing process that can be related to the reported event.  This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex balloon had a hole in the balloon and therefore would not inflate once in the patient. There was no reported patient injury. There was no issue with the packaging, removal from packaging, balloon preparation, or insertion through the sheath.

Manufacturer narrative:
As reported, the powerflex balloon had a hole in the balloon and therefore would not inflate once in the patient. There was no reported patient injury. There was no issue with the packaging, removal from packaging, balloon preparation, or insertion through the sheath. One non-sterile powerflex pro 5mm x 4 cm 135cm balloon catheter was received for analysis coiled inside a plastic bag. The balloon was visually inspected and dried blood residues were observed. No other anomalies found. Leak test was performed after the unit was peroxide cleaned. Then, water was applied to the catheter and a leakage was observed in the balloon. Per microscopic analysis, the balloon was inspected under vision system and pinhole was noted at distal marker band area of the balloon. The device was sent for sem analysis and results showed the leakage was caused by a rupture on the balloon¿s distal section. The external surface of the balloon presented evidence of abrasions and scratch marks near the balloon rupture. It¿s very likely that the same factors that caused the abrasions and scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface of balloon and distal marker band did not present any evidence of damages. No other anomalies were found during the sem analysis. A device history record (DHR) review of lot 17659901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - in-patient¿ was confirmed through analysis of the returned device. The exact cause of the leakage found could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although not provided) and/or procedural/handling factors may have contributed to the leakage reported as evidenced by the scratch marks and abrasions noted on the balloon during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process. Therefore, no corrective/preventive action will be taken at this time.